Manufacturer narrative:
The unit was checked and found to function within manufacturer¿s specifications.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.